Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. It was reported that due to the tortuous anatomy of the patient, the device was manipulated roughly during the attempt to implant it. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 43-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the medical team attempting to implant an impella 5.5 was having difficulty delivering the pump due to the patient's vascular anatomy. After several attempts they "banged on the device" and determined that it would have been better to use a different pump. They proceeded with a new impella 5.5.